Event description:
International customer reported that the surgical knot untied one day following a dental implant procedure. No additional invasive surgery was indicated. No adverse patient consequences were reported. The patient was administered a topical healing salve.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.